Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported the patient¿s lead had migrated. This was confirmed by x-ray. This issue occurred in (B)(6) 2016. An impedance test was performed and there were no noted external or environmental factors related to the lead migration. The doctor cut the lead and removed the portion connected to the implantable neurostimulator (ins). The other portion was left implanted. The lead was going to be replaced in the future. There were no patient symptoms reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.